Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the surgeon fired the atw35, which would not open when pressing the release button. The surgeon attempted various ways to open jaws, yet they would not open. It was decided to remove the stapler, they had to cut the tissue. From here they stitched to create hemostasis. The pt sustained additional blood loss (200cc), due to the removal of the locked stapler. The case was then performed to completion.